Event description:
It was reported that patient experienced unspecified issues with his sling device. Patient underwent a surgical procedure to implant a new artificial urinary sphincter (aus) device. Additional information was received. Patient experienced incontinence.